Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose was 261 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent keypad response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received with minor scratches on liquid crystal display window and cracked case at display window corners.